Manufacturer narrative:
As received, reported event for pocket heating while charging was not confirmed. The ipg, after being depleted, was able to fully charge and pass auto test. Pocket heating testing while charging was conducted using the returned ipg and le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event. Additionally, a DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6) . Date of event is estimated.

Event description:
It was reported when charging ipg patient experienced heating at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.